Event description:
The surgeon implanted a silicone lens model aq5010v and was removed without patient injury. The lens was removed because the md did not like the way the lens sat in the patient's eye. The lens was torn during explantation. There was no patient injury and the md used another lens. The model and lot numbers of the cartridge and injector are unknown.